Event description:
Pt is getting discrepant results on inratio as compared with coaguchek. (B)(6) 2009 pt had lab reading of 1.5. Therapeutic range for this pt is 2.0 - 2.5.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per event details, time of testing between inratio and reference (ref.) Is not specifically indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2009; 1st inr = 3.4; 2nd inr = 3.3. Inratio meter; mean: 3.35; sd: 0.07; %cv 2.11. Since 2.11% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As of today, product is not expected to return. No further investigation will be required. No corrective action required at this time as no product deficiency was established. Summary: customer results analyzed and accuracy confidence limits were met. Precision met criteria. Time elapse between results not reported. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency not established. No further investigation required. As of 11/02/2009, 7 discrepant results complaints were reported for lot# 216973 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.